Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was a progressively diseased 90% stenosed, tortuous, severely calcified proximal lad (left anterior descending) artery. It was reported that the physician pre-dilated the lesion 2.50x20mm competitor's balloon dilatation catheter. The physician then attempted to cross the lesion with a 3.00x38mm taxus liberte drug eluting stent, which was unsuccessful. The procedure was completed with an unspecified size taxus drug eluting stent. No pt injuries or complications were reported. The pt's condition was reported as "good." The returned product analysis showed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the struts were misaligned. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was lightly wrapped and was not subjected to any positive pressure. The most probable root cause classification of this event will be operational context.